Event description:
New information noted that the atrial lead was found to have insulation damage. The atrial and right ventricular leads remain implanted. The patient experienced no consequences.

Event description:
Related manufacturer reference number: 2017865-2021-29873. It was reported that the patient presented remotely via (B)(4). Upon review of the transmission, it was noted that the atrial and right ventricular leads exhibited noise oversensing causing pacing inhibition. The atrial and rv leads were reprogrammed and the patient was in stable condition.